Event description:
The customer reported that the image disappeared completely from all the screens, and an error 226 four times during a therapeutic procedure involving an olympus video system center. The procedure was completed with a back-up device. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.